Manufacturer narrative:
The reagent lot number was 858175. The reagent expiration date was requested, but not provided. The serial number of the original c 503 analyzer is (B)(6). The serial number of the second c 503 analyzer is (B)(6). On the original c 503 analyzer, the field service engineer determined the vacuum path was contaminated and that the sample probe needed to be cleaned. The vacuum fluidic pathway was decontaminated and the sample probe was cleaned. Mechanical checks were performed. Precision studies were performed. The provided calibration data was acceptable. The qc was within the acceptable range the day of the event. A review of alarm trace data showed a sample foam detection alarm and an abnormal aspiration alarm. The investigation determined the service actions resolved the issue. The issue is related to vacuum flow path contamination and a dirty sample probe.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with bilirubin total gen.3 on a cobas c 503 analytical unit. The patient's sample initially resulted in a bilirubin value of 23.6 mg/dl. The patient was flown to a nearby hospital and another sample from the patient was collected there. This sample resulted in a bilirubin value of 13.2 mg/dl. Based on this value, the customer was instructed to repeat the sample. An aliquot of the sample that was in the refrigerator, but not protected from light, was repeated on a second c 503 analyzer on (B)(6) 2026, resulting in a bilirubin value of 7.44 mg/dl. The original tube of the sample, which was protected from light, was repeated on the original c 503 analyzer on (B)(6) 2026, resulting in a value of 11.4 mg/dl. The customer was not sure which result was correct.